Manufacturer narrative:
The batch record review for radiesse (+), lot a00204330, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00204330) and no similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported pain and left portion of her lower lip turned gray and blue are considered to be symptoms of vascular occlusion and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 15-aug-2025: the verbatim event was amended from signs of occlusion to signs of occlusion/likely occlusion. Coding remains unchanged. Causality for the event remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 20-aug-2025: the event necrosis was added. The reported term signs of occlusion/likely occlusion was changed to vascular occlusion and the coding remained unchanged. The outcome of the event vascular occlusion was reported as resolved. In the opinion of the reporter, the event vascular occlusion was related to radiesse(+). The added event of injection site necrosis was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported nerve pain, numbness, blisters, sloughing, and bruise are considered to be symptoms of vascular occlusion and therefore were not coded. Causality for the previously reported event vascular occlusion remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of vascular occlusion and injection site necrosis were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+) into the chin area (off label use of device), for the asymmetry. Batch number was reported as a00204330 (expiry date: 15-jan-2027). The batch record review was received and the lot number for radiesse (+) was confirmed as a00204330 (expiry date: 15-jan-2027). A lot search in the global safety database was conducted. After the radiesse (+) injection, the patient experienced signs of an occlusion. As reported, before the product was pushed (injected), the patient reported pain at the site where the needle was positioned. The provider injected (pushed) the product regardless. The patient complained of pain and the left portion of her lower lip turned gray and blue. The provider stopped the injection and proceeded to massage the area. The color returned to the patients lip. Neither the provider nor the patient observed any further signs of occlusion. The provider treated the patient according to the occlusion protocol and prescribed acetylsalicylic acid (reported as asa), prednisone and tadalafil, and the area was flushed with hylenex and saline. Due to the information provided, the outcome of the event was considered as resolving. Follow-up information was received on 15-aug-2025: the verbatim event was amended from signs of occlusion to signs of occlusion/likely occlusion. Coding remains unchanged. It was highly likely an occlusion, as believed by the main injector, although it was not confirmed by ultrasound. The outcome of the event remained unchanged. Follow-up information was received on 20-aug-2025: linking sentence was added. The event necrosis was added. The reported term signs of occlusion/likely occlusion was changed to vascular occlusion and the coding remained unchanged. The patients date of birth and weight were provided. She was 37 years old at the time of the event (weight: 54 kg). She was injected with a total of 0.375 ml of radiesse (+), on (B)(6) 2025. Injection was done with a 27g 12.7 mm (reported as ½ inch) needle by periosteum deposits, with no more than 0.05 ml per injection point. Radiesse (+) was not diluted. The patient was concomitantly injected with juvederm into the temples, bilaterally, on (B)(6) 2025. The patient was previously injected with radiesse (+) into the chin and cheeks (into periosteum) and hyperdiluted into the preauricular area and neck, in (B)(6) 2024, and with daxxify, in (B)(6) 2025. The patient had no known allergies. The patient's relevant medical history and concomitant medications were reported as none. On (B)(6) 2025, after the radiesse (+) injection, the patient experienced a vascular occlusion in an ascending submental artery. In (B)(6) 2025, she also experienced a necrosis. She had nerve pain in her chin and mouth, numbness, blisters in the oral mucosa, sloughing inside the mouth, and lack of capillary refill on the affected side, all evident of a vascular occlusion (reported as vo). Corrective treatment included acetylsalicylic acid (reported as asa), prednisone, tadalafil, flooded area with hylenex and saline. Along with following the occlusion protocol, heat and massage were performed frequently. A co2 mask and peptides (nad) were used to help with healing as well as a broad band light (reported as bbl) bruise treatment to the affected areas. Laboratory tests were not performed. The outcome of the events were reported as resolved, on (B)(6) 2025 (changed from resolving). In the opinion of the reporter, the events were related to radiesse (+), and injecting away from the midline and not at a 90 degree angle led to this vo. Therefore, the causality of the event vascular occlusion was changed from reasonable possibility/suspected to related. The treatment was necessary to accelerate recovery and to prevent permanent damage. The event was not considered to be permanent.